Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an ophthalmic gas dispensing regulator valve would not allow gas to flow out. Procedure details, patient involvement and patient impact information is unknown.

Manufacturer narrative:
Additional information is provided. To date, no sample or additional product information has been received for evaluation. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Per the contract manufacturer's evaluation, a check of the batch production record for the provided lot number noted that the product met specifications at the time of release. As no sample was returned for evaluation, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the regulator valve would not allow gas to dispense during vitrectomy surgery. An alternate regulator was obtained which allowed the procedure to continue to completion.